Manufacturer narrative:
Philips investigated the complaint. The philips fse inspected the system on site and confirmed that the system would not boot. During troubleshooting, it was determined that the host pc power supply had failed. The fse replaced the host pc and sent the defective host pc for analysis, but the suppliers part analysis could not conclusively determine the cause of the failure. However, additional analysis observed that the hdd bay was not connected. Replacing the host pc restored system functionality. After the replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.